Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® viabahn® endoprosthesis instructions for use, complications associated with the use of the gore® viabahn® endoprosthesis may include but are not limited to stenosis, thrombosis, or occlusion.

Event description:
On (B)(6) 2017, this patient underwent endovascular repair of a chronic total occlusion of the right superficial femoral artery using two gore® viabahn® endoprostheses. The reported length of the lesion was 33 cm, of which 25 cm was occluded. Two endoprostheses [jhjr062502j/16454179 (distal) and jhjr061502j/16454100 (proximal)] were implanted using an ipsilateral approach. No issue was reported, and the patient tolerated the procedure. On (B)(6) 2017, the patient complained of numbness of the right lower extremity. Angiography reportedly revealed a thrombotic occlusion of both endoprostheses. Catheter-directed thrombolysis was conducted, intra-arterial infusion of heparin (10,000 units) and urokinase (240,000 units) was performed, and the patient was monitored in the intensive care unit (ICU). On (B)(6) 2017, a follow-up angiograph reportedly showed that entire length of the endoprostheses still had thrombus which was not lysed. Intra-vascular ultrasound reportedly confirmed that the middle portion of the endograft system was not fully expanded. Balloon angioplasty was performed using to expand the endoprostheses. Procedural imaging confirmed that the endoprostheses were expanded, and the patient stated that the numbness was improved. Intra-arterial infusion of heparin (20,000 units) and urokinase (480,000 units) was performed, and the patient was monitored in ICU. Later on the same day, it was confirmed that some thrombus remained in the proximal portion of the endoprostheses, and around the edge of the distal endoprosthesis. A thrombectomy was performed, and subsequent digital subtraction angiography confirmed that the thrombus was completely removed. On (B)(6) 2017, patient ankle-brachial index (abi) was a reported 0.97. The patient was reportedly doing well and discharged with no further issues.